Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change on (B)(6) 2019 the ra lead dislodged. During that procedure, the lv lead was easily removed but the ra lead was not. The physician scheduled the ra lead extraction on the following day. On (B)(6) 2019 during ra lead extraction the physician believed he caused damage to rv lead and the physician opted to extract and replace the rv lead as well. The patient condition was stable.